Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a pressure ulcer near the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection at the cls implant. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.